Event description:
It was reported that the intra-aortic balloon (iab) packaging was damaged with a hole in the outer box. There was no patient involvement or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Manufacturer narrative:
The iab carton was returned open and unused. Photos were also provided and reviewed. The center top of the shelf carton lid was found with a tear and crease. No damage was observed on the bottom of the carton. Additionally inside the product tray and insertion kit was returned sealed and intact without damage. The evaluation confirms the reported problem. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).